Event description:
In 4/2003, the pt reportedly experienced a decrease in sound intensity while using the sound processor. In 4/2003, while using the sound processor, the pt reportedly experienced an overly loud sensation followed immediately by no sound. In 2003, the pt was seen for device eval. External equipment was exchange. However, the problem was not resolved. In 4/2003, the pt was evaluated by a company representative. Testing confirmed that the device was no longer functioning.